Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. During troubleshooting with tandem technical support, the pump was operating as expected. Additionally, the pump touch screen was ¿glitching¿ when customer interacted with it. Customer's blood glucose was 232 mg/dl. Additional information was not provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.